Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a thyroidectomy procedure, the surgeon has complained about coagulation ability for this device due to hand control activation. And they replaced the hand piece and focus, but he still complained about it. Surgery was prolonged ten minutes. There were no adverse consequences for the patient.